Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Per the instructions for use (IFU), "seventeen (17) to 21 days after surgery, the patient is to return for examination and a 1st adjustment treatment. Subsequent second and third adjustment treatments, if necessary, are all separated by 3-5 days. The subject will receive the 1st lock-in treatment 3-5 days after the final adjustment treatment. If necessary, lock-in #2 may be performed 3-5 days after lock-in #1.". Additionally, "if the eye is exposed to bright lighting without the use of uv protective eyewear before 24 hours after the final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision which might necessitate explantation of the lal." Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient was implanted with the light adjustable lens (lal). Following implantation, the patient completed two light adjustment treatments. Approximately nine months later, the patient presented with complaints of blurred vision. Three additional light adjustment treatments were performed, followed by a prk enhancement; however, the reported symptoms persisted. Approximately eight months later, the patient completed the required lock-in treatments. Subsequent examination reportedly identified changes to the lens that are consistent with polymerization. The lal was explanted and replaced with an intraocular lens from a different manufacturer. No additional information has been provided.